Manufacturer narrative:
Patient identifier-race: unk. Date of event-unk. Implant date-unk. Explant date-unk. Lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm micl 12.6 implantable collamer lens of -14.5 diopter was implanted into the patient's eye. The lens was explanted due to being defective. No injury is reported. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additonal information: b5- "the reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens of -14.5 diopter into the patient's left eye (os) on (B)(6) 2022. Reportedly the lens was defective and broken haptic. Intraoperatively the lens was removed and replaced with the same model and length lens and the problem was resolved." H3 - device evaluation: returned product found no lens in the box. Visual inspection found no lens returned. Claim# (B)(4).